Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb port was not holding the usb cable securely and it was difficult to charge pump battery. After the pump was inadvertently exposed to rain, it no longer was able to be turned on. Customer's blood glucose was within range (value not provided). Customer reverted to using another pump for insulin therapy.